Event description:
On 3/27/98 pt underwent a left bipolar cemented hemiarthroplasty for repair of a left femoral neck fracture. She was readmitted on 4/12/98 with a change in mental status & dislocated hip. On 4/13/98 she underwent a left hip closed reduction of prosthetic dislocation. A post reduction x-ray revealed that the bipolar prosthesis had disengaged. On 4/15/98 the pt underwent a left hip revision of bipolar cup placement of 47mm. Shell and standard neck. During this procedure it was found that the hip was internally rotated & that the femoral head was partially within the acetabulum. The bipolar shell & polyethylene had dissociated as a unit & were removed. They were normal in appearance to visual inspection. The pt was discharged back to the nursing home 4/21/98 with an abduction splint in place.